Manufacturer narrative:
(B)(4).

Event description:
It has been reported that during a patient use event when the qcpr meter was in use, the patient's rib cage was pushed too deeply. The user states they followed the instructions for the qcpr meter. The patient survived. There is no allegation of malfunction against the AED device.

Manufacturer narrative:
(B)(4). The patient suffered from pectus excavatum prior to the event. The qcpr meter is not manufactured by philips.